Event description:
It was reported that the subject device had blurry image, and image rotates away during use. The issue was found during an unknown diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and image rotates away during use was confirmed and blurry image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image rotates away during use due to the magnet ring of the control section is broken, therefore the insertion pipe does not rotate smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.